Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The 4.0 x 60/135 sterling balloon dilatation catheter was selected and successfully pre dilated the target lesion. Another manufacturers' stent was implanted and the sterling balloon dilatation catheter was selected again for post dilation when a balloon rupture occurred. The specific inflation, to what atms and duration of the inflation is unknown. The sterling balloon dilatation catheter was withdrawn and the procedure was completed with another of the same device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)